Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text : device not returned yet.

Event description:
Device switching on automatically. No patient involved.

Manufacturer narrative:
The device history records for the sam 300p device and pad-pak were reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. The sam 300p passed ¿out qat from heartsine technologies on the (B)(6) 2009. A visual inspection of the device revealed no apparent defects. The device history and memory logs were downloaded. The history log for this device showed that the pad-pak was first installed successfully on the (B)(6) 2009 and performed to specification up to the (B)(6) 2014. On the (B)(6) 2014, the device failed the weekly auto self-test due to low battery. On the (B)(6) 2014, information from the history log a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to the (B)(6) 2017. On the (B)(6) 2017, the device failed the weekly auto self-test due to low battery. The device was still in fault mode on the (B)(6) 2017, when information from the history log shows a further pad-pak was installed and the device was power cycled passing a self-test. The device successfully performed all subsequent weekly auto self-tests up to (B)(6) 2017. On the (B)(6) 2017, the device begins to record multiple manual power ons mainly of under 1 minute duration with one of 5 minute duration. This may indicate the user was regularly power cycling the device or the device was switching on automatically and the user was intervening by pressing the on/off button. There were no further log entries. The returned pad-pak was inserted into the device and successfully passed an auto self-test then passed a self-test during a manual power cycle. No warnings were given at shutdown and the status led continued to flash green. The device was disassembled to investigate. Further investigation found that the reported fault could be attributed to membrane failure. The fault was witnessed during the course of the investigation. The fault could not be replicated with a known good membrane installed. The returned sam 300p is now outside of its warranty period and will be scrapped.

Event description:
Device switching on automatically. No patient involved.